Event description:
Upon changing of i.v. Fluid bag a material from the port "core" identified floating in the fluid by the anesthesiologist. The physician states that he discovered the same type of material in a bag of lr last week but forgot to report the event or sequester the i.v. Bag.